Event description:
Forty year old pt with menometrorrhagia, undesired fertility was admitted for d&c -dilatation and currettage-, hysteroscopy, and laparoscopic bilateral tubal ligation. The novasure ablation instrument was passed into uterine cavity. The ablation was then performed. Upon completion of the ablation, the instrument did not totally retract. An allis clamp was used to grasp the edge of the instrument and then the instrument was retracted.